Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b unspecified for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampon got stuck inside her body. She stated that she was using the o.b tampons for more than ten years. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Without valid lot number, the analyst could not perform a manufacturing and packaging batch record review and retain sample inspection. The analyst reviewed the history of changes performed on the product and process in the ob department and the only significant change that was made to the string was a change of the supplier location. Returned sample was not received. Based on the investigation results, due to lack of a complaint sample, limited information available and the absence of adverse trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b unspecified for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampon got stuck inside her body. She stated that she was using the o.b tampons for more than ten years. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.